Manufacturer narrative:
There is no allegation against device functionality. The system was explanted secondary due to patient infection.

Event description:
Boston scientific received information that this device system was explanted due to pocket infection. Additionally, it was noted that anti-tachycardia pacing (atp) had been delivered due to programming (rid correlated but srd timed out). There was no impact on critical therapy as a result. A new device system may be implanted once the patient is cleared by the physician.